Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 500 mg/dl. The customer was treated by manual injection. The customer also had kidney issue, blood pressure issue. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.